Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacture reference number: 2017865-2023-11042. It was reported that the patient presented post implant procedure. Upon interrogation, it was noted that the pacemaker exhibited abnormal ECG. Programming changes were performed. Further investigation noted that the right ventricular lead (rv lead) was dislodged. During reposition procedure, it was noted that the connection between the rv lead and pacemaker was loose. The reported pacemaker was explanted and the rv lead was repositioned and reconnected to a new pacemaker. The patient was in stable condition.